Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed. This lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported. Additional information resulting from a warranty letter to this patients physician concluded that during the procedure, this rv lead had been disconnected from the device and left in place, abandoned, due to scarring and the inability to retract the helix. Also, the previously mentioned oversensing had resulted in pacing inhibition.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was oversensed. This lead was surgically abandoned and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.